Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 470 mg/dl and ketoacidosis. Cause was not known. Reportedly the customer awoke to the elevated bg and suffered a stroke. They were transported by ambulance to the emergency room and was admitted to the intensive care unit for 4 days. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 470 mg/dl and ketoacidosis. Cause was not known. Reportedly the customer awoke to the elevated bg and suffered a stroke. They were transported by ambulance to the emergency. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.